Event description:
It was reported that patient presented in clinic for device generator change. During the procedure, the physician failed to remove the set screw from the patient's pacemaker (pm) header. The patient was asymptomatic. Several attempts were made until eventually the lead had to be cut and capped to be removed from pm header. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of difficult to remove set screw was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.